Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose (bg) level was 444 mg/dl. The customer addressed their bg level with a bolus via pump, however, went to the emergency room and was treated intravenously with fluids of saline and insulin. The customer was discharged later the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.